Manufacturer narrative:
No product was returned. The cause of the delivery issue was determined to be patient condition. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that during implantation of an impella 5.5, resistance was met at the subclavian-aortic junction due to calcium at the ostium. Implantation was aborted and an impella cp was successfully implanted instead.